Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to open and required maintenance. Upon opening the back panel to manually release the drawer, it was observed that drawers 2.1 and 2.2 had no indicator lights. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 01-oct-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 2.1 and 2.2 had failed off bus. The field service engineer (fse) isolated and tested the boards, confirmed both drawer boards were good, and identified the module board as faulty. The fse replaced the module board and verified functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.